Event description:
It was reported that the user cut the catheter and found occlusion about 7cm from the catheter tip. The catheter was difficult to deflate. The user first cut the shaft, however the balloon did not deflate. The user punctured the balloon percutaneously and was able to remove the catheter.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. Evaluation observed heavy salt accumulation inside the lumen, which caused blockage and made it difficult for water to flow through. Evaluation could not be completely performed due to poor sample condition. How and when problem occurred could not be determine. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the product ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user cut the catheter and found occlusion about 7cm from the catheter tip. The catheter was difficult to deflate. The user first cut the shaft, however the balloon did not deflate. The user punctured the balloon percutaneously and was able to remove the catheter.